Event description:
An ophthalmologist reported that three weeks following an intraocular lens (iol) implant procedure, the patient developed inflammation, cells in the anterior chamber, vitreous clouding and was transferred to the hospital. Additional information is expected after the patient receives medical treatment at the hospital. The lens remains implanted. Additional information was received from the ophthalmic surgeon, who reported that two weeks following an intraocular lens (iol) implant procedure, the patient experienced blurry vision, anterior chamber cells and descemets fold. The patient was diagnosed with endophthalmitis. Minor inflammation with slow progression was confirmed in the anterior chamber and anterior vitreous body. The patient was treated with antibiotics and anti-inflammatory medications. A bacterium inspection was performed with a positive result for (B)(6). Contamination was suspected as it did not match the symptoms of this case. A vitrectomy was performed at another facility and the patient is now under observation.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the surgeon, who reported that approximately two weeks postoperative the patient also developed hyperemia and keratic precipitates. One week later, the patient also developed corneal edema. The patient was treated with antibiotics and anti-inflammatory medications. After the initial treatment, the patient developed high intraocular pressure requiring an eye drop to be applied. A vitrectomy and a retinal photocoagulation to upper and lower lattice degeneration were performed. The symptoms recovered after the surgical treatment. The surgeon's clinical judgment was that the event was non-infectious. It was determined as non-infectious because the aqueous humor and vitreous cultivation were negative.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested and received. (B)(4).

Manufacturer narrative:
Evaluation summary: a company representative provided a photo review: five photocopies of original photos were provided for assessment, four of the anterior segment of the eye and one of the ocular fundus. All the photos seem out of focus and of bad quality, making it difficult to perform an accurate assessment. One image shows what appears to be a whitish material in the center of the pupil that may be in the anterior chamber or may be artifacts. The other images are too hazy to be assessed. Based on the quality of the photos, an accurate assessment is unable to be performed. (B)(4).

Manufacturer narrative:
Additional information was provided. Evaluation summary: the product history and batch records were reviewed and documentation indicated the product met release criteria. The customer indicated the use of an approved cartridge and handpiece. The cartridge and handpiece product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the surgeon, who reported that the patient recovered approximately seven weeks after the initial procedure.

Manufacturer narrative:
Evaluation summary: the product investigation could not identify a root cause. A voluntary recall of acrysof restor® and restor® toric iol models occurred on april 16, 2015, after an increased number of complaints of ocular inflammation post cataract surgery. Following the announcement of the recall, reports of post-surgical ocular inflammation for non recall lenses in (B)(6) were also received. It is not unusual to expect the number of complaints to increase following such an announcement as there is heightened awareness of the event. The increase in complaints observed for the non recall models is specific to the (B)(4) market. Based on the interpretation that this increase in the number of reports of post-surgical ocular inflammation for the non recall models is below the published rates (oshika t, et al. Incidence of endophthalmitis following cataract surgery in (B)(6). Acta ophthalmol. Scand 2007:85:848-851), we will continue to closely monitor for any potential trends or signals. (B)(4).